Event description:
The patient reported that the device went off and went to the emergency room (ER). The ER physician didn¿t see any concern for the representative to come to the hospital; however, the patient was encouraged to see their physician. Additional information was requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 350973 competitor lead, implanted: (B)(6) 2010; 355148 lead, implanted: (B)(6) 2010. (B)(4).